Event description:
The following has been reported: biomed reported: "pump (B)(6) has a reported pump problem -no active infusion was stopped or any patient harm reported. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sticky fva pins. Prior to investigation it was noted the upper right screw boss of the rear housing was broken away, exposing the inside of the pump. Fva pins were observed to be dragging excessively, preventing an infusion until after they were cleaned. The loading pins too were dragging excessively and needed a cleaning to work properly. The pump was able to complete a mock infusion after both sets of pins were cleaned. An internal investigation found the pneumatic plate had a broken screw mount as well as the lcd having internally broken screw mounts.